Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. The event only occurred with one patient but specific details on the patient were not provided. The model listed in the report is a representative of the model family, as there is no specific model listed. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: dual-chamber pacing using a hybrid transvenous and leadless pacing approach. Pacing and clinical electrophysiology. 2021;44:751¿754. Doi: 10.1111/pace.14190. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed that contained information regarding a hybrid transvenous and leadless pacing approach. The article reports a patient who presented to the hospital with symptomatic bradycardia with high-grade atrioventricular block. Device interrogation revealed failure to capture of the right ventricular (rv) lead, high rv threshold, and high impedance. A lead fracture was suspected along with suspected subclavian crush syndrome. The rv lead was reprogrammed, and a leadless implantable pulse generator (ipg) was implanted. The status/disposition of the lead appears to be still in use. No further patient complications have been reported as a result of this event. Further follow up did not yet yield any additional information.